Event description:
During evaluation, of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4423 milliliters (ml). The programmed fill volume was 2500ml. This events meets overfill criteria. (B)(4) followed up with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device passed the home choice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to a close the door message. Continued evaluation revealed the door magnet is missing and additional issue of a cracked door cover. The door cover will be replaced during device servicing. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4. The device user had drained out 4423 ml, which was greater than the largest prescribed fill volume of 2500 ml and met the criteria of an iipv of solution. The assignable cause was determined to be an insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Additional information: the root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).